Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that dropped to 50 mg/dl. The patient was shaking and dizzy. For treatment, the patient was given juice. The pod was worn between longer than 48 hours on the abdomen. The patient was discharged after 20 minutes. The pod was discarded.